Event description:
Dr was taking out the instrument from the trocar and the tip got stuck, the jaw became free and a wire was hanging out of the tip of the jaw. They used another instrument and continued the surgery. No pt injury, no delay in surgery, clarification sought 1/12/05-device did not disengage into cavity.